Manufacturer narrative:
Distribution history: the complaint product was manufactured at csi on 06-25-21 under work order (B)(4) and sold on 01-aug-2021. Manufacturing record review: (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 100748 this unit was at csi on 08-aug-2023. Visual evaluation: visual examination of the complaint product revealed no physical damage. The bottle returned with the unit is from a different unit (serial number (B)(6). Functional evaluation: complaint product was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to the main valve stem/seal being misshaped. This issue is being attributed to the valve stem/seal being over crimped in the assembly process. The complaint unit was repaired and returned to the customer. The valve stem was replaced. The unit was tested and found to be acceptable. Coopersurgical will continue to trend this complaint condition. The operators were retrained to the procedure.

Event description:
No additional information is available.

Event description:
It was reported that while freezing spots, the lever kept sticking. No adverse event reported. No additional information available. 900076 ultra 2023-08-0000163.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned to cooper surgical for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.